Manufacturer narrative:
Additional information: a complete lead was returned in one piece measuring 44.7 cm. The reported events of ¿sensing noise, low pacing lead impedance and insulation anomaly¿ were confirmed. Analysis found an external insulation abrasion breaching the outer insulation at 43.2 cm to 43.3 cm from the connector pin, the outer coil was noted exposed in this region. The insulation abrasion was consistent with friction to another implanted device or feature of the patient anatomy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead was exhibiting low pacing impedance, lead noise and automatic mode switch episodes. Lead was extracted and replaced on (B)(6) 2019. Patient condition was stable.